Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00254.

Event description:
It was reported that two navigated vital drivers broke during surgery when placing a screw; the star tip broke on both and both were retrieved. The screw was all the way in and final tightened when the event happened; there was no patient impact. This is report two of two for this event.

Event description:
It was reported that two navigated vital drivers broke during surgery when placing a screw; the star tip broke on both and both were retrieved. The screw was all the way in and final tightened when the event happened; there was no patient impact. This is report two of two for this event.

Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned. However, photos were provided that showed the driver tip is twisted/deformed and fractured. Root cause: this event could be attributed to excessive torsional forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.